Event description:
Vague report received from baxter-france states "infusion complete (after 20) 4 hours earlier than 24h". Report indicates device contained 2g vancomycin and normal saline for total volume of 250ml. Additional information from baxter-france indicates no patient injury resulted from reported condition.